Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a missing pull ring cap on the patient adapter. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 date: the event occurred on an unspecified date of may 2023. E1: initial reporter facility name: n/a. A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were missing a protective cap. This was observed after opening the packaging, prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.